Event description:
In 2005, the lay user/reporter contacted lifescan (lfs) on behalf of the lay user/pt alleging that her surestep original meter was reading inaccurately low. The medical affairs specialist spoke with the reporter in november 2005 for further info/clarification. The pt had been obtaining results in the mmol/l setting throughout the summer, while interpreting the results as mg/dl. In october 2005 prior to contacting lfs, the pt obtained a result of 11.9 mmol/l (converts to 214 mg/dl), while believing that it was 119 mg/dl. Within less than 10 minutes, a result of 232 mg/dl was obtained on the reporter's one touch ultra meter. The pt's friend reported that she had been obtaining low results, while experiencing symptoms, such as headaches, chills, feeling very sleepy, and not feeling right. Her symptoms were persistent for several months. Due to feeling tired and experiencing blurry vision, she had stopped driving. As a result of the misinterpreted low results and not feeling well, the pt had been eating crackers and hard candy. She had also skipped her oral medication on many occasions since she believed to have been running low blood glucose levels. At a regularly scheduled appointment, the pt was "alarmed" to hear that her blood glucose levels were "high". The actual results obtained at the dr's office were unk. No treatment was received; however, she was advised to maintain her medication regimen. The customer care representative discovered that the pt had been cleaning the meter with alcohol. The reporter was unable to confirm if the test strips were expired, stored improperly, or opened longer than the discard date. The condition of the test strips was unk. According to the reporter, the approximate room temperature was within range and the air in the room where testing was being performed was normal. The calibration code was set correctly; however, the meter was set to "mmol/l", rather than mg/dl. Control solution was unavailable to complete troubleshooting. The meter and control solution were replaced.